Event description:
It was reported that the patient experienced a shocking or jolting sensation. Surging over seconds, not minutes was reported. It was stated it was like a "brown out." Changing programming did not resolve the issue. It was like a "pulsating of stim" in the coverage area of her legs. There were no other abnormal stimulation sensations. The patient had other medical issues and balance issues. The surging stimulation started 3-4 weeks prior to the report. No cycling or scheduled therapy was programmed. Pulsation was not correlated with position or activity and was intermittent. Impedance measurements were normal but no values were provided. The patient had two program groups with adaptive stimulation (as) and one group without as so she would have rate and pulse width control. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).